Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic and optical examination of the tip of the reduction sleeve did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features. Visual and optical inspection identified multiple areas of damage in the mas retention area. Functional evaluation was performed on all sleeves utilizing a sample extender and multi-axial screw (mas); the mas head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medi al/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls, the bent tip condition of the inner sleeve, and the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized.

Event description:
It was reported that the inner sleeve of the rod inserter would not hold the screw in a mini-invasive spinal procedure. Although the instrument was used intraoperatively, no patient injury was reported.